Event description:
It was reported that the physician was performing a balloon ablation procedure. The uterus sounded to 8 centimeters and appeared normal. After about five minutes of therapy with the second catheter, the physician noted that the pressure began to gradually decline. The physician added 3 to 5 additional ml of d5w for a total of 15 ml. At the end of the procedure, the physician noted that the catheter had a hole on the side of the balloon near the base. The physician observed the patient for several days following the procedure to in order to detect any bowel injury, however, no bowel injury was noted.